Event description:
It was reported that the patient was seen in clinic. The primary sensing vector was reprogrammed and monitoring will be continued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing that resulted in delivery of inappropriate shocks in two separate episodes. Additionally, an atrial fibrillation (af) event was inappropriately stored as the physician noted the rhythm was not af, but parasystole. Undersensing was also observed and was felt to be related to the patient having smaller, wider complexes. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.